Event description:
It was reported that the insulin pump alarmed motor error during rewind. It was noted that the insulin pump was exposed to a high magnetic field. No further information reported.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.